Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular implantation procedure (iol), patient had postoperative inflammation, two or three weeks after the postoperative inflammation had subsided.inflammation recurred, cells were found and descemet's membrane wrinkled. Corticosteriods drops was instilled frequently and fortunately the symptoms have subsided. There are 8 medical device reports associated with this complaint. This report is 4 of 8.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).